Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed there was blood on the stylet/guidewire. The guidewire was unraveled. There was blood on all conductors.

Event description:
It was reported that during implant a guidewire could not be removed from the patient because portions of the guidewire were stuck on the distal portion of the lead. Another guidewire was attempted and could only be introduced from the proximal to the distal end of the lead. The lead and guidewires were not used, another lead was successfully implanted with another guidewire. No patient complications have been reported as a result of this event.